Event description:
It was reported that the set is blocked, the liquid goes through the cassette but not the extension set. There was patient involvement. The issue occurred on various dates with various patients; the file will be updated when more information is received.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.